Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. B6 relevant tests/laboratory data, inclu - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect - impact code - correction to remove code 4613 minor injury/ illness / impairment from the initial MDR. H6 health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, additional information was provided on 08/27/2025. It was reported that the patient was taken to a healthcare provider and the sensor wire remained in the skin about 1cm below the skin. On (B)(6) 2025, the patient had an x-ray and consulted a surgeon. A surgery date has been set for (B)(6) 025 to remove the sensor wire. At the time of the follow up report, the patient was in stable condition. No additional patient or event information is available.